Event description:
The occlusion balloon deflated very slowly during the procedure. The physician inserted the occlusion balloon wire into the pt. The vessel size was 3.6mm; however the physician inflated the occlusion balloon to 6mm to occlude the vessel. The physician inserted a pre-dilation balloon. The physician inserted the stent delivery catheter and placed the stent. The physician was performing post dilatation on the stent and the occlusion balloon wire shifted forward accidentally. The physician then noticed that the occlusion balloon stated to deflate gradually. The physician was unable to aspirate the vessel.